Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer stated that the device beeped and flashed prior to losing power. Blood glucose level at the time of the incident was 10.5 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with blank display. After multiple new batteries and battery caps unit remained on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus software due to blank display. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Cold solder was noted with the j7 connector located on pcba1. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: end cap broken off, detached retainer, missing o-ring (reservoir tube), keypad overlay peeling and scratched case. In conclusion, unable to confirm for missing segments/partial display due to blank display. Blank display was confirmed due to cold solder connector on j7. Retainer ring damage was confirmed due to detached retainer ring and missing o-ring on reservoir tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.